Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly calcified superficial femoral artery. Following pre-dilation, an 8x40x120mm epic stent was deployed for treatment. However, during fluoroscopy, a long dissection was noted distal to the stent edge. Another 7.0x40mm stent was used to treat the dissection completing the procedure. No further patient complications were reported and patient's status was stable.